Manufacturer narrative:
(B)(4). The customer supplied a video showing the reported endurance catheter. Signs of use in the form of biological material were observed on the catheter body. Visual examination of the video shows that the endurance catheter was leaking through a cut, tear or hole in the catheter body. The customer also returned one endurance catheter for investigation. Visual examination revealed the catheter was torn just distal to the juncture hub. The tear appears smooth and straight. This damage is consistent with the catheter becoming kinked at the insertion site, which weakens the catheter body. The hole in the catheter body measured 12mm from the juncture hub. The inner diameter of the catheter body measured to be 0.030" which is within specifications of 0.030-0.034" per catheter body extrusion drawing. The outer diameter of the catheter body measured to be 0.044" which is within specifications of 0.041" - 0.045" per catheter body extrusion drawing. Functional inspection was performed per the product IFU. The IFU states: "check for patency: attach a 10 ml syringe filled with normal saline for injection. Flush catheter gently. Check for brisk free-flowing blood return. Vigorously flush catheter." The endurance catheter was connected to a lab inventory water filled syringe. When the catheter was flushed, it leaked from a hole in the catheter body. The manufacturing facility was contacted as part of this complaint investigation. It was stated that this defect could not occur during the manufacturing process as 100% of molded pieces are leak tested and the failure would have been detected. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "do not apply tape , staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow , or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The IFU also cautions, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The reported complaint that the endurance catheter was cut/torn was confirmed through complaint investigation. The damage observed was consistent with the device being kinked at the insertion site, which caused a weakening in the material extrusion. The sample passed all relevant dimensional inspection. A device history record review was performed based on a potential lot number from sales history. No relevant findings were identified. Based on the condition of the sample received and the customer report that the defect was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature. Corrected data: section d.1.- brand name corrected to arrow ext dwell cath device 20gax8cm. Section d.4.- catalog # corrected to edc-00820.

Event description:
The complaint is reported as: when they removed the catheter they noticed there was a hole in the catheter. It looked as though it was punctured with a needle. No patient harm reported. The patient's condition is reported as fine.

Event description:
The complaint is reported as: when they removed the catheter they noticed there was a hole in the catheter. It looked as though it was punctured with a needle. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).